Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by the clinician via phone to the sales representative, that upon opening the kit, prepping the iab and removing it from the tray, the membrane began to unwrap. The sales representative faxed the complaint report which stated the md attempted to insert the intra-aortic balloon (iab) through the sheath, which was in the patient's femoral artery. Due to the unwrapping, the md could not advance the iab through the sheath. A request was made for another iab and that iab was inserted through the same sheath.